Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 325 cc saline breast implant that the right side deflated after implantation. Even though we have not received information regarding explantation or an expected explantation date, bilateral removal and replacement was indicated.

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. Product evaluation team observed a crease on the anterior and extending to posterior aspect. An area of shell abrasion was also found at the end of the crease on the posterior aspect. A rent measuring approximately 0.1 cm was discovered within the crease on the anterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent, shell abrasion and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/14/2018,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 03/16/2018, mentor has received information that, on (B)(6) 2018, the patient underwent bilateral removal and replacement: right breast implant saline mentor smooth round moderate profile 330cc, serial number (B)(4), catalog number 3502325, lot number: 7509611. Left breast implant saline mentor smooth round moderate profile 330cc, serial number (B)(4), catalog number 3502325, lot number: 7527002. Manufacturer¿s reference number: (B)(4).